Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated to occlude the vessel. The physician performed angioplasty. The physician deflated the occlusion balloon. The physician re-inflated the occlusion balloon and before the occlusion balloon fully inflated it deflated. The pt is reported to be fine.